Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was unable to acquire a leads ECG waveform during transport. There was no report of harm to the involved patient.